Manufacturer narrative:
Date of event: exact date unknown, event occurred couple of weeks ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8436500, model: sc-8436-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was hospitalized due to a drainage at the incision sites and are leaking blood. The physician irrigated then re-closed the incisions.